Event description:
Surgeon implanted a charite artificial disc at l4/l5. He then decided to fuse the patient at l5/s1. Post-op x-ray showed the charite to be in position. Patient later returned to surgeons office and it was found that the inferior (ls) enoplate and sliding core had subsided anterior. A revision was performed to remove the implant and fuse the patient.